Manufacturer narrative:
H6-clinical code. 4581: significant reduction in iridocorneal angles, significant shallowing of the ac, refractive over/under-correction. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of iridocorneal angles, significant shallowing of the ac, over/under correction. In a separate visit the lens was exchanged for a shorter length lens. Medical management treatment of "brimonidine tid (preventively)" was also reported. The issue was resolved. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Correction data; b5-a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of iridocorneal angles, significant shallowing of the ac and glare/haloes. In a separate visit the lens was exchanged for a shorter length lens. Medical management treatment of "brimonidine tid (preventively)" was also reported. The issue was resolved. Claim# (B)(4).